Event description:
Severe allergic reaction to tegaderm bandage. Tegaderm was used on me in (B)(6) 2009 when I had a right heart catheterization and I experienced hives and was prescribed prednisone. I was told at that time to notify the doctors and nurses that I am allergic to tegaderm. On (B)(6) 2010, I had minor surgery and had informed the hospital I was allergic to tegaderm. They used it anyway and I had 3 open sores on my chest where the tape was in addition to hives and difficulty breathing. I was prescribed prednisone and benadryl and it calmed down. In (B)(6) 2011, I had major surgery and notified the hospital that I was allergic to tegaderm but that opsite is okay on my skin. The hospital only carried tegaderm and ended up using paper tape on my IV sites. I am immunocompromised due to medications I take for a neuromuscular disorder and this put me at great risk in the hospital setting. Dates of use: 3 hours (B)(6) 2009, 2 hours (B)(6) 2010.